Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported power failure. It was observed that connector, designator j2 on the power pcb assembly was broken which prohibited the device from properly recognizing battery 1. This observation could possibly lead to the device losing power. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This was found during the preventative maintenance of the device. There was no patient use associated with this event.